Manufacturer narrative:
Investigation summary: it was reported the syringe did not easily flush. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 2115277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Initial reporter facility name: texas health denton (B)(6) hospital) .

Event description:
It was reported by the customer that during use of the 10 ml bd posiflush¿ normal saline syringe, it does not easily flush. The following information was provided by the initial reporter: bd 10ml 0.9% sodium chloride injection syringe does not easily flush. When not hooked up to any other line or device, plunger will not move forward without a great amount of force being applied (more than you would be comfortable doing to an IV).